Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient had an embolic stroke and subsequently died from the stroke. The patient had been unresponsive following the procedure. The cause of the stroke is unknown. No autopsy was performed.